Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism, the tip seal was observed to be out of position and the lead appeared damaged at implant.

Event description:
Asku

Event description:
It was reported that the lead was not implanted due to patient anatomy. A new lead was implanted. No patient complications have been reported as a result of this event.